Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the fiber tip broke in the bladder after 198,177 joules and 42 minutes of use. No other information was provided regarding the fiber. The procedure was completed utilizing a second fiber. There was no patient injury reported due to the event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits a circumferential fracture at the proximal side of fiber/glass fusion zone; the distal tip of glass cap and metal cap are detached and returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The procedure was a benign prostatic hyperplasia (bph). The physician started the bph case with the first fiber, however it was indicated that the fiber did not correctly rotate and there was an issue with the ¿mobility of the metallic cap¿. The physician replaced the fiber to continue with the procedure. It was reported that during use of the second fiber, the fiber tip broke in the bladder after 198,177j and 42 minutes of use. The tip of both fibers was not cleaned during procedure. The physician replaced the failed fiber and completed the procedure with a third fiber. The patient's outcome was reported as "stable".